Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the pediatric patient had a cold and felt unwell with coughing, headache, and slight fever, so the parents were extra attentive. When they checked the cgm readings they thought the values were unusually high, and they also noticed that the patient was very tired and thirsty, but they thought this was because of the cold. They then decided to check a bg which was 3.6 mmol/l although the cgm was reading 18 mmol/l. The patient was given fruit juice and the parents checked the cgm readings regularly for the next few hours. They decided to change the sensor after two calibration attempts. After the sensor change the readings were correct again. At the time or the report, the patient's condition had improved. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.